Manufacturer narrative:
The meter was returned for investigation. The device did not power on during investigation. No burnt spots were observed in the battery compartment. The battery compartment and battery contacts were corroded. The contamination on the battery contacts causes power interruption. The cause of the issue is contamination of the contacts due to improper handling or maintenance. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The meter was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation or an electrical issue with coaguchek xs meter, serial number (B)(6). Customer alleged an electrical short issue. There is a burnt spot inside of the battery compartment. The customer believes the burnt spot was caused by an electrical short. There was no harm to the customer.